Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the mesher was in calibration. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that outside of surgery, on unknown date, the unit was solicited for preventive maintenance. Damaged comb was confirmed at final investigation. There was no patient involvement. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.